Manufacturer narrative:
There is a temporal relationship between ccpd therapy with the liberty select cycler and the pt¿s reported drain pain. The exact etiology for the pt¿s drain pain cannot be determined with the information at hand. Drain pain is known to occur with pt¿s on pd therapy and can be related to negative pressure created by the cycler. Therefore, a possible causal relationship between the liberty select cycler cannot be excluded. However, at this time the liberty select cycler has not been returned for manufacturer investigation and as such it cannot be determined if the liberty select cycler was performing as intended when the pt¿s drain pain occurred. Additionally, drain pain is known to be associated with constipation, or the pt¿s position during treatment. The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A device history review could not be performed since the serial number of the alleged device was not provided.

Event description:
On (B)(6) 2018, a peritoneal dialysis (pd) made report of an unknown patient (pt.) On continuous cyclic peritoneal dialysis (ccpd) experiencing drain pain while using the liberty select cycler. It was reported the pt. Is considering in-center hemodialysis as a renal replacement modality. No further information is available. The pd nurse alleged there might be a liberty select cycler machine issue related to the pt¿s pain; however, the liberty select cycler was not returned for failure analysis. Additional information was solicited.